Manufacturer narrative:
Complaint not confirmed, the broken implant was not returned. A total of 6 drivers were returned and evaluated, 4 of which were found to have broken or damaged tips. The most likely cause of driver tip breaking are improper bone prep, misaligned insertion, prying and/or leveraging the device. The most likely cause of anchor failure are also improper bone prep, misaligned insertion, prying and/or leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that it was not possible to insert the anchor deep enough and the anchor broke off. The anchor remained inside the patient. The surgery was finished successfully with the broken off anchor. It was not necessary to switch the surgical technique or do a second surgery. Update 29-may-2019: a part of the anchor remains inside the patient. The part was big enough so that no second anchor was needed.